Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the device could not fire on the second stroke of the first firing. The firing trigger could not be squeezed down. The reverse button slid down but the firing trigger still could not be squeezed down. The jaws could not open. The surgeon cut the tissue with the tissue closed in the jaws and removed the device. Another like device was used to complete the procedure. The jaws were finally opened outside the patient by knocking the release button with much force. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55g2v. The analysis results found that one ec60a device was returned with the anvil bent upwards and the anvil crimp damaged and without reload present. No functional test was performed due the condition of the device. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil and the crimp to become damaged and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.